Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-4551 sutureloc meniscal root repair kit was used during a meniscal root repair procedure performed on (B)(6) 2025. The implant was inserted and tensioned without incident. However, following knee cycling by the surgeon, the construct loosened. It was retensioned and tightened but loosened again after probing beneath the meniscus at the root. Despite further retightening of the tensioning sutures, the construct repeatedly loosened. The case was completed successfully, and no patient harm was reported. No additional details were provided. Additional information was received on 06/23/2025: to complete the procedure, the surgical team fed the sutureloc into a 4.75 mm swivelock. A 4.0 mm drill was used to breach the cortex of the anteromedial tibia, followed by the insertion of a 4.75 mm swivelock tap and then the swivelock itself. The case was completed using product part number ar-2324pslc. The surgery was extended by approximately 10 minutes. There is no confirmed information regarding the administration of additional anesthesia, though it is not believed to have been necessary. No adverse effects or significant patient harm were reported during or after the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.